Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned view plate confirmed the reported breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the view plate broke into two pieces.